Manufacturer narrative:
H10: (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001530049 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The sterilization records were reviewed, and no issues were observed. No deviations for these loads occurred and there was no reported damage. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: no. The patient's relative complained that his health had deteriorated since the catheter was implanted. He has massive inflammation in his body and also reacted to the catheter with inflammation. The patient is in the palliative care unit and would probably not be there without a catheter. 27 sep 2024 response received. What was the impact to the patient? No information. Inflammation of the catheter. How was the issue resolved? No information. Was there any medical intervention required including diagnostics, procedures, and treatment delay? No information. Where is the catheter located? Abdomen or chest no information. Probably chest. How long has the catheter been in place? No information. Is there a photo available showing the reported issue? No photo available

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a010102. Patient problem code: f26. H10: d4 (expiration date: 11/2026). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Injury (patient / other): - no. Device possibly involved in injury: - no. The patient's relative complained that his health had deteriorated since the catheter was implanted. He has massive inflammation in his body and also reacted to the catheter with inflammation. The patient is in the palliative care unit and would probably not be there without a catheter. 27 sep 2024 response received. ¿ what was the impact to the patient? No information. Inflammation of the catheter. ¿ how was the issue resolved? No information. ¿ was there any medical intervention required including diagnostics, procedures, and treatment delay? No information. ¿ where is the catheter located? Abdomen or chest no information. Probably chest. ¿ how long has the catheter been in place? No information. ¿ is there a photo available showing the reported issue? No photo available.